Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed setscrew marks on all terminals. There was also blood/body fluid in the helix lumen and tissue at the tip. The helix was retracted. The clear medical adhesive is torn/separated from the polytetrafluoroethylene at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The distal and proximal end of the proximal spring electrode is separated from the lead body insulation. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection noted trilumen insulation webbing damage between all three lumens 383-389 millimeters from the terminal pin. It was concluded the insulation damage was most likely caused by entrapment in the clavicle/first-rib region. No further issues were observed.

Event description:
Boston scientific received information that episodes of noise were documented on the right ventricular (rv) lead. The episode have increased in frequency over the past months, thus, the physician opted to remove the lead. All other measurements were in normal range. Additional information was received indicating that there was no pacing inhibition reported. All other measurements were in normal range. The out of range measurement was suspected to be a lead issue as lead crimping was reported near the subclavian area. The rv lead was explanted and a new rv lead was successfully implanted. No adverse patient effects were reported.